Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the tip is indeed broken off. The broken surface is homogenous which indicates material conformity. No abnormal findings were identified. Since no manufacturing related conditions were found and as this is an old and often used instrument we determine the cause of failure as wear and tear after frequent use. It is clearly visible that this blade has been often used (blunt and damaged cutting edges). We do suppose that too much mechanical force had been applied and resulted in the breakage of the blade.

Event description:
It was reported that during a foot operation the periosteal elevator instrument broke. The surgeon said that the instrument was not exposed to a great load. This is report 1 of 1 for complaint (B)(4).